Event description:
It was reported that a pt "never reported good pain relief". The type of medication, concentration, and daily dose being administered via the pump were not reported. Per the reporter: "failed rotor study (B)(6)". The pump was explanted and replaced; the pt recovered without sequela.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.